Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on information provided and the results of the returned device analysis, a cause for the reported leak/splash (loss of fluid column during prepped) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During device preparation, the steerable guide catheter (sgc) was leaking when the dilator was inserted into the introducer. Troubleshooting was preformed and the seal was identified to be working correctly until dilator insertion. A new sgc was selected, prepared and advanced within the patient. Two mitraclips were implanted successfully. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.